Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of above 600 mg/dl. The customer delivered a bolus and attempted to change infusion set. During troubleshooting with tandem technical support, a loose connection was noted between the luer lock and the infusion set, possibly leaking insulin. It was recommended that the customer change the site and also to ensure that the luer lock remains tight. Additional information regarding this event could not be obtained, as the customer ended the call.